Event description:
It was reported that there was an over infusion of magnesium. The 2 gm/100ml magnesium infusion was ordered to run at 50ml/hr and initiated as a secondary infusion. It was observed by the clinician that 30 minutes later, the bag of magnesium was empty. Patient reported hot flashes, which subsided. A physical exam was completed, noting no physical harm to patient. Ordered lab work results were within normal limits. Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s complaint of an over infusion was not confirmed in the logs. The source pump module was not returned; therefore, testing could not be performed. The review of the pcu event log identified two infusions of the medication magnesium (drug ID 364). Both infusions did not complete and were stopped by the user. The log could not determine the cause of the stoppage. The primary infusion of magnesium is believed to have completed based on the amount of volume infused and any residual volume that may remain in the IV tubing. The secondary infusion of magnesium may have back flowed into the primary IV bag as a result of a faulty back check valve; however, this could not be confirmed. The customer did not return the incident administration sets. Program replication of both magnesium infusions found no obvious programming errors. Testing of the source pump module s/n (B)(6) could not be performed. The device was not returned for this investigation. The pump module was being used for treatment. The root cause of the reported over infusion was not identified. H3 other text : log review only.

Manufacturer narrative:
The concomitant device was received on 02/18/2020 and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an over infusion of magnesium. The 2 gm/100ml magnesium infusion was ordered to run at 50ml/hr and initiated as a secondary infusion. It was observed by the clinician that 30 minutes later, the bag of magnesium was empty. Patient reported hot flashes, which subsided. A physical exam was completed, noting no physical harm to patient. Ordered lab work results were within normal limits. Although requested, no additional information was provided.